Manufacturer narrative:
Initial and final MDR 1988045- MDR 3003442380-2024-27057- device 10 of 10.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced cannula issues with ten infusion sets. The cannulas were kinked. The event occurred on (B)(6) 2024. Patient noticed symptoms within 3 or more hours after insertion. Patient also experienced bleeding/blood at site. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.